Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change in caregiver. The peritonitis was manifested by cloudy pd effluent and vomiting. It was reported the patient was hospitalized on the same day of peritonitis diagnosis and discharged within 3 days. The same day as event diagnosis, the patient was treated with vancomycin injection (2gm/ every 5th day/intraperitoneal/ongoing), ceftazidime injection (1gm/once daily/intraperitoneal/ongoing) and after 3 days heparin injection (0.5ml/at bedtime/intraperitoneal/ongoing) for peritonitis. Pd therapy is ongoing. It was reported the caregiver were retrained on the proper aseptic technique. At the time of this report, the patient was recovered from all the events. No additional information is available.